Manufacturer narrative:
Correction: on 12/01/2015, further review by the safety risk management team of this incident clarified that the reported event was unlikely to cause serious harm as there was no malfunction and the issue was detected by a safety mitigation within the software. Furthermore, the issue was easily discoverable and correctable by re-registering the patient during a pre-operative step. The initial MDR should not have been considered a reportable malfunction and was submitted in error.

Manufacturer narrative:
At the time of the event, the medtronic representative reported that the site has been informed and trained on proper imaging protocol. Tracer pattern had been deleted from the system and is no longer available for analysis. Scan was not to protocol. Issue resolved on call. On 10/28/2015 software investigation completed. Findings are that the patient scan was not to protocol. Software is functioning as designed.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of 5 millimeters. In trouble-shooting, the medtronic representative noted that the scan was not to protocol (tip of the nose was cut off). The tracer pattern was on the dorsum of the nose, however, did not capture any anatomy to lock in the pattern superior/inferior. The medtronic representative aided the site to re-register using pointmerge registration and got a metric of 1.9 with a good sphere of accuracy. This resolved the issue and site moved forward with navigation. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.